Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ of the operator's manual: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported pinhole on the gastrointestinal videoscope. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. There was no delay to start of pre-cleaning. All other requested information regarding reprocessing was unknown. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness is lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Objective lens was chipped. Scratches were found throughout the device. Forceps channel port was shaved. Control unit had discoloration. Electrical connector had discoloration due to water leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.